Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4026 ml. The programmed fill volume was 2000ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).